Event description:
A button issue was reported with the freestyle libre 2 reader. Customer reported "the button does not respond" and stated the reader "sometimes turns on and off only". As a result of this issue, the customer was unable to monitor glucose levels and experienced unspecified symptoms of hypoglycemia, and was unable to self-treat, requiring treatment of glucagon by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or usb cable insertion. The reader was sent for further investigation and de-cased. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. The reader was placed into the test fixture, the pressure was applied to the central processing unit (cpu) and the reader did power on and off using the home button. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the freestyle libre 2 reader. Customer reported "the button does not respond" and stated the reader "sometimes turns on and off only". As a result of this issue, customer was unable to monitor glucose levels and experienced unspecified symptoms of hypoglycemia and was unable to self-treat, requiring treatment of glucagon by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.